Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made. The patient was stable.

Event description:
Additional information was received that the right ventricular lead was explanted. The patient was stable.